Event description:
It was reported that the patient had low flow alarms. Upon interrogation there were no events earlier than (B)(6) 2021. Log files were sent in for review and technical services captured the low flow events on (B)(6) 2021 at times when pulsatility index (pi) was elevated. The patient was asymptomatic, but the low flows were possibly related to the cannula position given computed tomography angiography (cta) images. It was noted that the alarms were intermittent and slowed down when the patient rehydrated. The patient was stable at baseline and the plan of care was to continue hydration and lower the patient's left ventricular assist device (lvad) speed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported pump malposition could not be conclusively determined through this evaluation. Additionally, analysis of the log files that was provided by the account confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The account submitted a log file for review. The system controller event log file contains data from (B)(6) 2021 at 0:30:27 through 9:39:16. Low flow events were captured throughout the log file from (B)(6) 2021 at 1:43:07 through 7:48:52. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Some of the events lasted over 10 seconds, and low flow alarms were flagged. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The account communicated that the patient had multiple low flow alarms. The account reported that the low flow alarms were possibly related to the cannula position given computed tomography angiography (cta) images. According to the account, the alarms were intermittent and slowed down when the patient rehydrated. The patient was stable at baseline and the plan of care was to continue hydration. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10may2018 the heartmate 3 lvas IFU is currently available. Section 5 entitled ¿surgical procedures¿ explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flow alarms. Upon interrogation there were no events earlier than (B)(6) 2021. Log files were sent in for review and technical services captured the low flow events on (B)(6) 2021 at times when pulsatility index (pi) was elevated. The patient was asymptomatic, but the low flows were possibly related to the cannula position given computed tomography angiography (cta) images. It was noted that the alarms were intermittent and slowed down when the patient rehydrated. The patient was stable at baseline and the plan of care was to continue hydration and lower the patient's left ventricular assist device (lvad) speed.